Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated upon receipt, and the issue could not be reproduced. Unit passed applicable testing after evaluation. The reported issue was unconfirmed, labeling, and DHR review are not required. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an unrecoverable system error 80 (non-recoverable system error) occurred while the arctic sun device was in use on a patient. Although the system was rebooted, the error reoccurred, so usage was discontinued. Per review of wo on 01aug2025, device was used on patient. There was no patient injury report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an unrecoverable system error 80 (non-recoverable system error) occurred while the arctic sun device was in use on a patient. Although the system was rebooted, the error reoccurred, so usage was discontinued. Per review of wo on 01aug2025, device was used on patient. There was no patient injury report.